Event description:
It was initially reported through clinic notes that the pt was experiencing an increase in seizures and diagnostics showed everything working within normal limits. No additional information was provided. Good faith attempts to obtain additional information has been unsuccessful till date.